Event description:
Product analysis for the returned dell x50 handheld computer and related software was completed. No anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that handheld was unable to charge the main battery. The cause for the anomaly is associated with the broken solder connections on the handheld main board. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that a physician's (B)(4) x50 handheld computer was not holding a charge and therefore, a replacement was requested. The lock button on the battery latch was checked and was confirmed to be locked, and everytime he unplugged the computer from the wall the battery died. The computer was reportedly always plugged into the power outlet and no mis-use was suspected. A replacement computer was provided to the physician, and the troubled programming system was returned to the manufacturer. However, product analysis has not been completed to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
.